Event description:
It was reported that this lead was part of a system revision for an unspecified reason three months post implant. Available information indicates that this lead was surgically abandoned and replaced. No additional information was provided by the physician or hospital. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.